Manufacturer narrative:
The customer reported that during setup, there was no temperature reading. The reported condition was confirmed. The investigation found that the temperature board had a bad connection. The investigation isolated the failure to the temperature board, but a root cause was not identified. The ¿fingers¿ on the temperature board were cleaned and the unit was re-calibrated to address the condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during setup, there was no temperature reading. There was no patient involvement.